Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was placed on an in-house system and was run in normal mode. Failure analysis investigation confirmed and reproduced the reported failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected an error c-34 on the monopolar energy, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the iesu to resolve the issue. . A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected an error c-34 on the monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to troubleshoot the fault; but, the issue persists. The surgeon elected to use another generator to resolve the issue. The procedure continued as planned. There was no report of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.